Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking infusion sets was confirmed. The product returned for evaluation was three 22ga x 0.75¿ safestep safety infusion sets. Usage residues were observed throughout all three samples and needleless injection caps were attached to the luer adapters. Two of the three samples exhibited partially circumferential splits at the luer/tubing joints. One of the samples did not exhibit any apparent damage. Microscopic inspection of the splits revealed dully granular fracture surfaces. Beach marks and radiating tear patterns were observed throughout both sets of fracture surfaces. Material buckling and discoloration were observed in the vicinities of the splits. The fracture features were consistent with material fatigue due to repetitive torsional (rotating) stress; however, an additional unidentified factor(s) may have contributed. A lot history review (lhr) of aseps0015 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (aseps0015) have been reported from the same facility in (B)(6).

Event description:
It was reported that an rn observed that the lumen extending from the gripper needle was broken where the end of the lumen meets the cap, with the result of blood backing up. (B)(6) 2021: two devices were returned that exhibited partially circumferential splits at the luer/tubing joints. This report addresses the second device.